Event description:
Customer noted several samples for potassium were not matching patient's previous results. She said approximately 20 samples were affected and she repeated the serum samples. No erroneous results were reported, therefore there was no affect on patient treatment. Customer provided four patient examples with discrepant potassium and/or sodium results: patient 1, testing (B)(6) 2010, initial potassium result 3.6, repeat 3.3 mmol/l, same sample repeated on different analyzer gave 4.2 mmol/l. Patient 2, testing (B)(6) 2010, initial sodium result 117 (accompanied by low data flag), repeat 137 mmol/l (different analyzer). Patient 3, initial sodium result 142, repeated (B)(6) 2010 gave 94 (accompanied by low data flag) and 144 mmol/l (accompanied by high data flag); initial potassium result 3.9, repeated (B)(6) 2010 gave 2.8 (accompanied by low data flag) and 4.2 mmol/l. Patient 4, testing (B)(6) 2010, initial sodium result 94 (accompanied by low data flag), repeat 140 mmol/l; initial potassium result 2.5 (accompanied by low data flag), repeat 3.7 mmol/l.

Manufacturer narrative:
The field service representative determined a clogged sample probe and ise 1 flow path were the cause. He cleaned sample probe and replaced ise cartridges. To verify analyzer operation, the field service representative performed precision, calibration and qc.